Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unknown xience v stent referenced is being filed under a separate manufacturer report number. Date of event estimated based on date of publication. Concomitant products: dilatation catheter: sterling otw boston scientific; guide wire: boston pt2 .014, v-18; stent: cordis cypher. There was no reported product deficiency. The reported patient effect of death is a known observed and potential adverse event as listed in the xpert stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
The following events were noted through a periodic article review. A retrospective analysis of below-the-ankle (bta) limb salvage was performed during the period between (B)(6) 2007 and (B)(6) 2011. The purpose of the study was to further assess the feasibility of bta percutaneous revascularization with balloon angioplasty and provisional stenting in patients with chronic limb ischemia (cli) due to arterial occlusive disease. The patient population consisted of thirty-seven (37) patients. Of the 37 patients, 23 patient were treated with plain balloon angioplasty, 11 patients were treated with balloon-expandable metal drug eluting stents (xience and non-abbott) and 8 patients were treated with the xpert self expanding stent. Two patients died due to recurrent cli. The article does not indicate if the patients were treated with balloon angioplasty or abbott/non-abbott stents. No additional information was provided.